Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a proximal tibia plate was used off label for a periprosthetic medial proximal tibia fracture during a procedure on (B)(6) 20103. Reportedly there is a clinical need for a variable angle locking compression proximal medial tibial plate. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
This device was used for treatment, not diagnosis.the date of implant was incorrectly reported on the initial medwatch. The date of implant is unknown.